Event description:
It was reported that an alert was received via the remote monitoring system that this cardiac resynchronization therapy pacemaker (crt-p) device had reverted to safety mode with limited critical therapy still available. Boston scientific technical services (ts) discussed safety mode with the boston scientific representative, specifically assessing potential related patient effects particularly due to the unipolar pacing and sensing configuration and the zero offset. Ts indicated it is the physicians discretion regarding device replacement timing and monitoring of the patient prior to replacement based on their medical assessment. Ts also explained that the cause of the device reverting to safety mode is unknown until the device is returned and analyzed. The device was subsequently explanted and replaced three days later. As part of the device replacement procedure, it was also indicated that the device exhibited premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was also confirmed that brady therapy remained available. A review of device memory determined that the memory was corrupted. The titanium case was opened, and the battery was removed so that an external power supply could be connected to the device for further analysis. The analysis indicated there is no battery failure and the device circuitry exhibits appropriate current measurements. The specific cause of the device malfunction has not been determined. This supplemental report was submitted with updated device analysis information. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The titanium case was opened, and the battery was removed so that an external power supply could be connected to the device for further analysis. The device circuitry exhibited appropriate current measurements. The battery was analyzed, and engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was also confirmed that brady therapy remained available. A review of device memory determined that the memory was corrupted. The titanium case was opened, and the battery was removed so that an external power supply could be connected to the device for further analysis. The analysis indicated there is no battery failure and the device circuitry exhibits appropriate current measurements. The specific cause of the device malfunction has not been determined.

Event description:
It was reported that an alert was received via the remote monitoring system that this cardiac resynchronization therapy pacemaker (crt-p) device had reverted to safety mode with limited critical therapy still available. Boston scientific technical services (ts) discussed safety mode with the boston scientific representative, specifically assessing potential related patient effects particularly due to the unipolar pacing and sensing configuration and the zero offset. Ts indicated it is the physicians discretion regarding device replacement timing and monitoring of the patient prior to replacement based on their medical assessment. Ts also explained that the cause of the device reverting to safety mode is unknown until the device is returned and analyzed. The device was subsequently explanted and replaced three days later. As part of the device replacement procedure, it was also indicated that the device exhibited premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that an alert was received via the remote monitoring system that this cardiac resynchronization therapy pacemaker (crt-p) device had reverted to safety mode with limited critical therapy still available. Boston scientific technical services (ts) discussed safety mode with the boston scientific representative, specifically assessing potential related patient effects particularly due to the unipolar pacing and sensing configuration and the zero offset. Ts indicated it is the physicians discretion regarding device replacement timing and monitoring of the patient prior to replacement based on their medical assessment. Ts also explained that the cause of the device reverting to safety mode is unknown until the device is returned and analyzed. The device was subsequently explanted and replaced three days later. As part of the device replacement procedure, it was also indicated that the device exhibited premature battery depletion. No additional adverse patient effects were reported.